Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen is delayed when responding to presses. There was no impact to customer's blood glucose level. Reportedly, customer will continue to use the pump for insulin therapy.